Event description:
It was reported that during a transurethro-ureteral lithotripsy (tul) procedure, the basket was unable to be closed. The basket was opened in the pt's ureter. Upon attempting to close the basket, it was not possible to do so. The basket was removed in an incompletely close state without injury to the pt and the procedure was completed. The pt was reported to be good post procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.